Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received (B)(6) 2019. The patient underwent a right knee revision due to pain, adhesions, and decreased range of motion. The tibial tray and femoral component were both noted to be loose and removed without difficulty. The surgeon indicated removing cement following the removal of the tibial tray and femoral component indicating loosening at the cement to implant interface. The patella component was well-fixed and not revised. Unknown cement was used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.